Event description:
Customer reported the panorama central station had loss of communication, which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representative evaluated the system. Corrections included clearing of the system's error logs and resetting this server. Communication established. The system was tested to factory's specifications. It functioned normally and was returned to use.